Event description:
It was reported by the customer's mother, that the customer received a no delivery alarm. Customer's most recent blood glucose level 303mg/dl. The mother also reported that now the insulin pump does not show a blood glucose reading it just reads high. Customer states they are unable to troubleshoot. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.